Event description:
The incident was described to vascutek ltd. As follows: patient had a cross over fem-fem (right to left) procedure whereby a vascutek manufactured gelsoft plus graft was implanted on the (B)(6) 2007. Implantation of the graft went well, with no reported issues. On (B)(6) 2014, the patient reported pain in the groin area. The patient attended a check-up and was immediately hospitalized on the (B)(6) 2014. Scans showed on the left side of the anterior wall, located 27mm from the spur of the receiving left femoral anastomosis, a perforation that measured 2.5 mm in diameter with a temporary obliteration of the clot. It was observed that a mobile prosthetic flap was located on the surface of the graft that displayed fraying at its edge. It was observed at the left inguinal, a peri-prosthetic hematoma. The diameter of the graft was measured, 8.9mm was recorded.

Manufacturer narrative:
Results: a review of the process and available manufacturing records confirmed that the device was manufactured to its designed specifications. A full review of all products manufactured with the material batch associated with this device was completed; no incidents of this nature have been logged.